Event description:
Customer received results of approximately 250 mg/dl and 100 mg/dl within 10 minutes on the advantage system while using comfort curve test strips. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has the test strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.